Manufacturer narrative:
Unit received with unresponsive buttons due to corroded keypad traces. No button error alarms were noted. Unit received with missing segments due to cracked zebra connector at lcd board. Traces of moisture found at the lcd board. Unit received with cracked case at display window corners, reservoir tube and battery tube threads. Unit received with scratched display window. No blank display anomalies were noted. No unexpected beeps or noises were noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 395 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.